Event description:
Upon putting the patient on the table, the fluoro equipment stopped working. Several radiology techs attempted to resolve the issue without success. Patient was placed back on stretcher. The ge tech came on site less than 30 minutes and was able to repair the equipment within 1.5 hours. It was uncertain what all needed to be repaired, so patient was sent home and rescheduled for ercp (endoscopic retrograde cholangiopancreatography). No patient harm.